Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
The event description by the customer was as follows: "technical alarm !! Pat on the device at 60% o2 admixture with spo2 from 76% to 27%. The patient was resuscitated."

Event description:
Please refer to the initial report.

Manufacturer narrative:
The carina is a ventilator for the treatment of sub-acute care patients in hospitals and medical rooms. As part of the investigation, the affected carina was sent to the repair center of the manufacturer and a log analysis was being performed. The logbook shows the technical alarm "oxygen dosage error" at 8:33 am on the day of the event. This alarm is generated in the event of a deviation in the area of the device-internal high-pressure oxygen unit. Ventilation is continued by the device while generating visual and audible alarms, but o2 dosage is turned off, which correlates with reported decrease in oxygen. The logged technical alarm was not reproducible in a subsequent device test at the repair center. During a long term endurance test run, the device worked without any failures and did not generate a technical alarm. Thus, it can be assumed that the isolated error was caused by a temporary stuck hpo (high pressure oxygen) valve or one of the autozero valves. The device has then generated a corresponding alarm to alert the user to a temporary internally detected deviation in oxygen dosage. In addition, the visual device inspection at the repair shop found that the device had significant mechanical damage, soiling and leaks. However, these found damages (including cracks in the housing, broken grommet of the measuring tube) are not associated with the reported event, as failures of the affected components do not lead to the logged alarm. Nevertheless, it will be advised that the damage needs to be repaired and a final test according to manufacturer specification needs to be performed before putting the device back into patient use.